Manufacturer narrative:
The complaint of a damaged stylet is confirmed and was determined to be supplier related. The product returned for evaluation was a 5fr dual lumen powerpicc catheter with a 3cg stylet and a t-lock assembly. The white cord of the stylet was completely detached from the yellow handle. Microscopic inspection of the crimp within the yellow handle revealed the crimp was flat; however, a gap was observed exposing the stylet within the crimp. The white tether likely became detached from the yellow handle due to the observed gap in the crimp. The gap in the crimp likely occurred during device manufacture. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the white piece of wiring pulled apart at the yellow piece as he was opening it up. The wire was very tangled in the clip and when he pulled, the knot prevented it from uncurling and it pulled apart at the yellow piece. Had to pull out another kit, change gloves, etc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the white piece of wiring pulled apart at the yellow piece as he was opening it up. The wire was very tangled in the clip and when he pulled, the knot prevented it from uncurling and it pulled apart at the yellow piece. Had to pull out another kit, change gloves, etc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the white piece of wiring pulled apart at the yellow piece as he was opening it up. The wire was very tangled in the clip and when he pulled, the knot prevented it from uncurling and it pulled apart at the yellow piece. Had to pull out another kit, change gloves, etc. No other information was provided.